Manufacturer narrative:
The solex 7 catheter in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, physical investigation could not be performed, and the root cause could not be determined.

Event description:
While prepping the patient for catheter insertion, the guidewire was inserted into the patient's right internal jugular with no issues. However, upon inserting the solex 7 catheter (lot #195621) over the guidewire, the catheter could not be advanced into the patient. Per the reporter, intravascular interference factors such as volume status or foreign bodies (pm/ICD, etc.) Could be ruled out. An experienced intensive care physician removed the catheter and noticed that the serpentine balloon was unraveled. The physician decided to use an icy catheter via the femoral vein. The patient is stable, and no injury was reported.